Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >600 mg/dl with nausea, headaches and visual disturbance and small urinary ketones. The patient reportedly received insulin via injection as treatment for the hyperglycemic event. Troubleshooting completed by animas customer support revealed the patient¿s hyperglycemic event was associated with training/misuse; the patient did not respond to an alarm in timely manner. The basal delivery totals in the total daily dose did not match due to the pump being suspended and a cartridge change. Otherwise, the basal history matched the active basal program settings, the bolus totals matched and all boluses were recorded as programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient¿s event was associated with training/misuse.